Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump alarmed no delivery properly during basic occlusion and occlusion test. No low reservoir alarm note. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not alert them that they were out of insulin. The customer also reported the customer had an absence of a no delivery alarm. The customer also reported a keypad anomaly on the insulin pump. The customer's most recent high blood glucose was 252 mg/dl, which was treated with the insulin pump. Customer also reported a high blood glucose of 349 mg/dl. Troubleshooting was not completed for the insulin pump. The insulin pump will be returned for analysis.